Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported a button error alarm on the insulin pump. Customer stated that the insulin pump started beeping and vibrating. Customer also stated that the insulin pump froze and the buttons were unresponsive. Customer's current blood glucose reading is 152 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump buttons function properly however, moisture damage was found on keypad traces. No vibration, audio/beep, frozen buttons anomaly or button error alarm noted during testing. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and broken pump belt clip slot.